Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon indicated that there was a loss of video on the right eye. The surgeon contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The surgeon stated that he did not have an image on the monitor. The surgeon explained that on the surgeon side console (ssc), the right eye image was missing. The surgeon checked the camera cable connections and ensured that the connections were in good condition. The surgeon mentioned that the image would appear and disappear when pulling on the cable. According to the surgeon the camera controller unit settings were verified and set correctly. The surgical staff cycle powered the vision side cart (vsc) and performed a camera calibration twice. The surgeon indicated that the image stayed too bright on the right side and would then disappear as soon as the camera was moved. The surgical staff did not have a spare camera cable. Due to the alleged vision issue, the surgeon made the decision to abort the surgical procedure post-anesthesia. On (B)(6) 2013, an isi clinical sales representative (csr) brought a new cable to the site but was unable to reproduce the reported loss of video issue. However, the csr was able to observe a brightness issue with the image while pulling on the cable. The csr replaced the cable and the alleged issue was resolved.

Manufacturer narrative:
The cable has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no system malfunction was found to have occurred during the reported surgical procedure. Isi contacted the surgeon on (B)(6) 2013 and the surgeon does not recall this event. Isi then spoke to the isi clinical sales representative (csr) and obtained the following information: csr does not know whether the system was inspected prior to use. The patient was under anesthesia for approximately 45 minutes and had a 3cm scar above the navel (first cannula for camera was placed) prior to the surgeon aborting the da vinci procedure. The surgeon decided to abort the procedure and did not want to convert to open or laparoscopy procedure and insisted that the patient undergo a da vinci procedure. The patient underwent the da vinci procedure on (B)(6) 2013 and the patient tolerated the procedure well and was discharged three days later with no complications. No further clinical information was provided. This complaint is being reported due to the following conclusion: the surgeon made to the decision to abort the da vinci surgical procedure after encountering a vision issue post anesthesia and single port placement.